Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the forceps elevator would not move due to a breakage of the k-wire stopper (forceps elevator wire stopper). However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: 3.2 inspection of the endoscope: inspect the forceps elevator mechanism for smooth operation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the forceps elevator was not working due to a broken forceps elevator lever arm (k-pipe) stopper pin. In addition, service found the guidewire tension was not smooth, and the catheter movement was too loose due to the broken stopper pin. The control body stopper pin was broken. The device was leaking between the control body and distal end cover. The rubber adhesive was cracked, the distal end was dented and scratched. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the subject device for an unspecified therapeutic procedure, the device failed the leak test, and the forceps elevator wasn¿t moving. There was no patient or user injury reported due to the event. This report is being submitted for the malfunction of the forceps elevator not working. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.